Event description:
It was reported that an anchorage mtp cb plate broke. Patient came in for pain and surgeon revised.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that an anchorage mtp cb plate broke. Patient came in for pain and surgeon revised.

Manufacturer narrative:
Evaluation summary : the reported event that the plate broke could be confirmed since the returned device matches the reported failure. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The returned device was sent to (B)(4) for examination. Summary: the item examined was a broken plate. The results can be summarized in key statements as follows: the fracture surface had suffered severe secondary damage. Evidence of microscopic vibration fracture characteristics was found on the fracture surface. Based on the results of the examination, it can be stated that the plate failed due to a vibration (fatigue) fracture. Interpretation of the results. Microfractographic examination showed that the plate failed due to a vibration fracture (fatigue fracture). Because of the secondary damage, a fracture origination point could not be identified. The conclusion to be drawn from the orientation of the striations is that the plate was subjected to alternating bending stress. The friction mark found on fragment r suggests that the screw was inserted obliquely. Further investigation would be needed to show the extent to which an unsatisfactorily inserted screw may have had a negative influence on durability and whether any further corrosive reaction had a part to play. Based on investigation results, this case could be classified as user-related. (Fatigue breakage). Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.